Event description:
It was reported that an ilet user experienced an unresponsive sleep/wake button, requiring connection to a charger to awaken the device, and the agent identified that a firmware update was pending; the user also reported a blood glucose of 400 mg/dl. Symptoms included hyperglycemia. Outcomes included interruption of device usability and need for troubleshooting with deferral of the firmware update until blood glucose returned to a safer range. Investigation included complaint history review, user troubleshooting guidance, and recommendation to complete a firmware update. Investigation of this case revealed a device operational issue consistent with a sleep/wake button malfunction and out-of-date firmware. It was concluded that the device exhibited a hardware performance issue potentially remediable by firmware update, with replacement to be considered if the issue persists. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.